Manufacturer narrative:
Additional medwatch information provided.

Event description:
The customer reported that the channel b device was programmed for fentanyl, 1000mcg/100ml. The infusion was to run at 5cc/hour over 20 hours. After one hour, a different nurse noticed the bag was empty and replaced it with a new bag of fentanyl, 1000mcg/100ml. This nurse restarted the infusion, and after 1 hour, the bag was empty again. A staff member saw "100" on a display but was uncertain which one. Although requested, no further information has been received. Received a copy of the customer's medwatch report from FDA, which states ¿pump was programmed for fentanyl 50mcg/hr for sedation while intubated and medicine infused at a fast rate. It was found that the pump infused medicine too fast. Event reported as-no harm-reached patient, no monitoring required. No cracks noted when front plate removed." Incomplete date of febxx-2019.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided. No devices received, log review only.

Event description:
The customer reported that the channel b device was programmed for fentanyl, 1000 mcg/100 ml. The infusion was to run at 5cc/hour over 20 hours. After one hour, a different nurse noticed the bag was empty and replaced it with a new bag of fentanyl, 1000mcg/100ml. This nurse restarted the infusion, and after 1 hour, the bag was empty again. A staff member saw "100" on a display but was uncertain which one. Although requested, no further information has been received.

Manufacturer narrative:
Correction on initial report: disregard file ( suspect device is now a concomitant)

Event description:
The customer reported that the channel b device was programmed for fentanyl, 1000mcg/100ml. The infusion was to run at 5cc/hour over 20 hours. After one hour, a different nurse noticed the bag was empty and replaced it with a new bag of fentanyl, 1000mcg/100ml. This nurse restarted the infusion, and after 1 hour, the bag was empty again. A staff member saw "100" on a display but was uncertain which one. Although requested, no further information has been received.